Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2021-02301, 0001822565-2021-02302, 0001822565-2021-02303, 0002648920-2021-00223, 0002648920-2021-00224. Medical product femoral component size e left item# 00588001501, lot# 62958321. Tibial component precoat size 4 item# 00588000400, lot# 63185060. Articular surface with hinge post item# 00588005012, lot# 63256586. All poly patella standard size 32 mm diameter 8.5 mm thickness item# 00597206532, lot# 63382530. Stem extension straight 11mm dia x 100mm length item# 00598801011, lot# 62893869. Report source- (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately four years and ten months¿ post implantation due to unknown reasons. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, this device was determined to not be reportable as it was not involved in the event. The initial report was submitted in error and should be voided.

Event description:
Upon reassessment of the reported event, this device was determined to not be reportable as it was not involved in the event. The initial report was submitted in error and should be voided.